Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated three times at 12, 14, and 16 atmospheres each at 10 seconds. However, during the third inflation, the tip part of balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).